Event description:
A technical training facility in (B)(6) reported that the inspiratory control knob on an (B)(4) neopuff infant resuscitator was difficult to turn. The complainant advised that the neopuff had never been used on any patients as the unit was used for training purposes only.

Manufacturer narrative:
(B)(4). The device components are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.